Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon ruptured occurred. The 75% stenosed target lesion was located at the mildly tortuous left anterior descending artery. A 10/3.00 flextome¿ cutting balloon¿ was selected for use. During the procedure, it was noted that the balloon ruptured at 12 atm. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.